Event description:
It was reported that the telemetry strip showed at least two dropped ventricular beats in close proximity to each other. The patient was taken to the intensive care unit due to a syncopal episode. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).